Manufacturer narrative:
The fiber was not returned for analysis; therefore no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed.

Event description:
It was reported that in preparation for a photoselective vaporization of the prostate procedure the patient had been administered general anesthesia. After the fiber was successfully connected to the console the fiber was not recognized. The procedure was not completed due to the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.